Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine had an unspecified issue (problem not communicated). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported problem was identified, as review of the event history log revealed multiple low drain volume alarms. A visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy was performed. The direct cause of this condition was a defective membrane gasket. The membrane gasket was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.